Event description:
Additional information received indicated the noise resulted in oversensing and automatic mode switch episodes on the right atrial (ra) lead. No intervention was performed. The patient was in stable condition and will continue to be monitored.

Event description:
It was reported that noise was observed on the lead and is suspected to be due to an integrity issue. Further information regarding additional event details, event resolution, and patient status have been requested but have not yet been provided.